Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 1mg/ml at 0.0528mg/day. It was reported that the patient developed a hematoma at the pump pocket after post-operative week 1. The pocket was opened, cleaned and homeostasis was created. A thorough washout was completed and the pocket was checked again for active bleeding. There were no changes made to the pump. In regards to environmental, external, or patient factors that may have led or contributed to the issue, the reporter stated "not that anyone can think of". Diagnostics/troubleshooting performed were not applicable. At the time of this report, the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.